Manufacturer narrative:
The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and dat within specification at .08735 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 06-aug-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 06-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 2 days prior to the event date of 06-aug-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 05-aug-2025 at 09:29:11.000, 18:03:32.000 and 22:44:16.000 during bolus delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.08 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to over delivery anomaly. The customer reported blood glucose value of 50 mg/dl. The customer was treated with carbs and juice. The event involved products mmt-1884, mmt-7040a, unomedical and mmt-332a. Troubleshooting was partially performed. The customer has used the insulin pump system within 48 hours of the reported event. The smartguard/auto mode of the insulin pump was not active at the time of reported event. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a.